Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: complete UDI# was not provided by end user. H3: 81 other - vyaire is unable to definitively determine root cause as the device was not returned for physical investigation. However, based on calls and information provided by our distributor, it is likely that the possible root cause is related to a use error rather than an issue with the product itself. The vyaire clinical team has drafted a letter which was sent to (B)(6) hospital along with the clinical workbook for infant flow lp. The letter pointed out specific sections in the clinical workbook that cover proper sizing of the nasal prongs and masks and how to ensure the head gear is not too tight. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that skin integrity of nasal septum damaged-erythema. Moderate erythema at base of nasal septum. Stopped using device on infant and skin integrity improved. Skin damaged was reported.